Event description:
The pt was revised due to the collapse of grafted bone and loosening of the implants. In the initial surgery after c4 corpectomy, ilium transplantation into c3-c5, and diskectomy and bone transplantation between c5-c6, c3-c6 instrumentation was done with slim loc plate system. A week after the surgery, it was found that the grafted bone was collapsed and the implants were loosened. According to the doctor, the pt's bone quality was poor.

Manufacturer narrative:
Implants were not returned for evaluation and no definitive conclusions can be made at this time. The pt is reported to have poor bone quality. No connection can be made between the event and any shortcoming of the implants used in the case.